Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The one step CPR electrodes were returned to zoll medical corporation. The customer's report was duplicated and attributed to the electrodes. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.